Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., corrected data:

Event description:
It was reported that the actual measurement time is only 23 hours. After 23 hours, the sensor does not measure anymore. Additional information received indicated that the sensor was applied to the patient and started monitoring at 07:40 am on (B)(6). The health care worker confirmed the status of the measurement did not function at 06:00 am on (B)(6). The health care worker was not able to identify the actual time of "getting not functioned" and was not able to remember if there was an alarm/error message. No known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation it was found that the sensor failed continuity testing due to broken solder joints on the red and orange conductors at the emitter solder joint assembly. The sensor was tested with known good lab equipment and a "replace sensor" error message was displayed. A review of the lot history was performed and there were no previous reported issues prior to this reported event. (B)(6).